Event description:
It was reported that the patient has had more seizures recently. Settings were increased. Tolerated well. It was noted that she needs battery change. No known surgical intervention has occurred to date. No additional relevant information has occurred to date.